Event description:
Baxter (B)(6) received a report that an infusor had no flow during the infusion. The device was filled with 2g desferal in 40 ml of nacl. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received and is awaiting evaluation by baxter personnel. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample with approximately 30 ml of fluid in the reservoir. The reported condition of no flow was confirmed. Visual examination of the device showed no signs of blockage in the delivery tubing or the bladder that could have caused the reported condition. A functional test was attempted on the unit, but flow was not readily observed at the distal luer despite numerous attempts of forced prime. Microscopic examination of the luer showed evidence of drug residue blocking the fluid path at the distal end of the lumen located inside the luer. The root cause was determined to be drug residue blocking the distal end of the lumen. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.